Manufacturer narrative:
G4: 19dec2019. B4: 08jan2020. The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer was shipped a replacement touch screen in order to resolve the reported issue. Although requested, no additional information regarding the final repair status of this device was obtained. The device was not in patient use at the time the reported issue was discovered. The relationship of the device to the reported problem cannot be determined. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19nov2019.

Event description:
The customer reported partially working touch screen. There was no patient involvement.